Event description:
The patient received 2 trial scs leads with the same lot number. It was reported after the patient's trial procedure, she experienced left stomach stimulation. X-rays identified the trial scs leads had migrated. Subsequently, the physician attempted pulling the leads back into place; however, effective stimulation could not be achieved. Per the manufacturer's records, the patient was re-trialed at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.